Event description:
It was reported that the device was used during a laparoscopic appendectomy. It worked, but the cartridge popped off into the abdomen after it was fired. This was at the end of the procedure and case was completed. There was no consequence to the patient.